Event description:
While a pt was undergoing surgical repair of the left patella tendon, a needle tip being used broke off and lodged in the pt's patella tendon. The needle tip was left in place as removing it would have caused more harm than leaving it where it was. FDA safety report ID# (B)(4). See scanned pages.